Event description:
It was reported that the syringe 1ml ls sp120 was difficult to connect to the tochigi seiko needle. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about a syringe needle connectivity issue. According to the customer's report, the connectivity is not good between bd's syringe (302100) and tochigi seiko's needle.".

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2009067, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes visual and functional inspections throughout manufacturing, including verification of tip dimensions. Testing results performed during manufacturing were reviewed lot 2009067 and all results were found to be within required limits. Ten retained samples of lot 2009067 were used for additional evaluation. The product was visually inspected, no defects or damage was observed on any of the product, including the syringe tips. Evaluations were performed, verifying the tip was within required specifications was verified to meet required specifications, including the luer cone fitting. Based on the available information we are not able to determine a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls sp120 was difficult to connect to the tochigi seiko needle. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about a syringe needle connectivity issue. According to the customer's report, the connectivity is not good between bd's syringe (302100) and tochigi seiko's needle."